Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens haptic tore. The lens touched the patient's eye but was not completely implanted, no patient injury. The reporter stated that the lens was loaded wrong due to a technical error.